Event description:
Patient had previous revision for infection. Doctor did exploratory revision to check for genesis of infection. Replaced head and liner in process.

Manufacturer narrative:
Additional devices listed in this report: cat 6519-1-040 delta un. Fem hd 40mm r40 16/18, lot code 49021803. Cat 6519-t-204 uni adaptor sleeve v40 ti, lot code 47494003. Cat 6704-3-090 trochanteric grip w/2 cables, lot code g30483355. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: insufficient information as received for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient had previous revision for infection. Doctor did exploratory revision to check for genesis of infection. Replaced head and liner in process.